Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming with bd nano 2nd gen pen needles. Date of event : unknown. Samples : not available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1075774 device expiration date : 03/31/2026. Device manufacture date : 03/16/2021. Lot # : unknown device expiration date : unknown. Device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming with bd nano 2nd gen pen needles. Date of event : unknown; samples : not available.